Manufacturer narrative:
This follow-up report is being filed to relay additional and corrected information, which was unknown at the time of the initial medwatch.

Event description:
During a procedure, the twist-off screw was difficult to insert and fractured. No fractured pieces fell into the patient and there was minimal delay in the procedure time.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
During a procedure, the twist-off screw was difficult to insert and fractured. It is not known if any fractured pieces fell into the patient.